Event description:
It was reported that during the implant of the transcatheter bioprosthetic valve, the valve dislodged and a second valve was implanted.

Manufacturer narrative:
Continuation of d10: product ID l-evprop34 (lot: 0012408657); product type: 0195-heart valves; product ID d-evprop34 (lot: 0012490477); product type: 0195-heart valves. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during the implant of the transcatheter bioprosthetic valve, the valve dislodged and a second valve was implant ed. Additional information was received that a pre-implant balloon dilation was performed. Following deployment, a frame expansion issue was observed and subsequently, a post-implant balloon dilation was performed while the patient was rapid paced. During the post-implant balloon dilation, the valve dislodged.

Manufacturer narrative:
Updated data: b5. Second paragraph added h6. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.